Manufacturer narrative:
Philips service reconnected mpdu control unit cable and returned the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the hv generator failed to start; no communication with mpdu control unit on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.